Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their external devices and implant (ins). The reason for call was patient representative (wife) reported several issues with the patients neurostimulator system which started about three months ago. Caller reported that patient's implant (ins) is only recharging 20% at a time & very slowly when it does recharge. Caller said that the actual implant gets hot and patient cannot be touched while recharging ins (if touched shock comes off of their body at about a 6" distance. Caller said they leaned over to give pt a kiss while they were charging implant and received a blister on their lip from the shock). Caller stated that the pt would sit in a chair on hardwood floors and not near fabric or carpet or anything and that every time the pt was recharging their ins the pt could not be touched. The pt could not touch their phone due to the shocking. Caller stated that the pt even tried putting a t-shirt between himself and the recharger (rtm) paddle. Caller noted that the rep also felt the ins heating up as well when they met with the rep. Caller stated that the ins would occasionally get so hot that the pt couldn't stand it anymore. Caller also mentioned that controller will go completely black sometimes or shows message saying controller needs to be replaced. A replacement controller and recharger (rtm) was sent to the patient. Patient was also redirected to their health care provider (hcp) to address the issue with implant heating up and shocking incident. 2022-03-17 (B)(4) (rep): additional information received from the manufacturer representative reported that the patient is experiencing heating when recharging. Tss clarified whether it was ins or recharger and caller stated it was the recharger (ins heating is documented in (B)(4)). Caller stated patient cannot charge ins more than 40% due to it getting hot. Tss recommended recharger replacement (prior to see that it was already replaced in this case) and if issue is still occurring to decrease recharging speed and have thin layer of clothing between recharger and skin. Caller is going to see patient today. Caller reports patient feels heat when he is charging for a few months in 2022. Caller reports a few times when he is not charging, he also feels heat, more when patient is charging. Caller reports impedance have been normal, but he will check before patient leaves. Caller reports patient has been charging for about 30 minutes, ins charging level advanced from 30 to 60%. Caller reports patient has stimulation on during charging. Suggest palpating ins pocket site with stimulation on, caller reports patient is not feeling the same type of heat as if he was charging. Site is well healed, no redness. Caller has turned charging speed from 4 to 3. Caller reports patient will try that for a few weeks and see if the heat resolve. 2022-mar-21(B)(4) (con): additional information was received from a patient (pt) regarding their external devices. The reason for call was patient representative (wife) reported several issues with the patients neurostimulator system which started about three months ago. Caller reported that patient's implant (ins) is only recharging 20% at a time & very slowly when it does recharge. Caller said that the actual implant gets hot and patient cannot be touched while recharging ins (if touched shock comes off of their body at about a 6" distance--wife said they leaned over to give pt a kiss while they were charging implant and received a blister on their lip from the shock). Caller stated that the pt could sit in a chair on hardwood floors and not near fabric or carpet or anything and that every time the pt was recharging their ins, the pt could not be touched and the pt could not touch their phone due to the shocking. Caller stated that the pt even tried putting a t-shirt between himself and the rtm paddle. Caller noted that the rep also felt the ins heating up as well when they met with the rep. Caller stated that the ins would occasiona lly get so hot that the pt couldn't stand it anymore. Caller also mentioned that controller will go completely black sometimes or shows message saying controller needs to be replaced. An email was sent to the repair department to replace the controller and recharger (rtm). See pe (B)(4) for previous replacement. Patient was also redirected to their hcp to address the issue with implant heating up and shocking incident.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial#(B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the controller was now completely blank and the patient had been without therapy for days. The patient stated they had received the power supply but it did not resolve the issue. The patient had to cancel their healthcare provider this morning because the patient had been without stimulation for 5 days now. The ins was heating up and all kinds of stuff. The controller was doing nothing, the screen comes on and did nothing. It stated low and the ins battery level was in the red and it wouldn't charge. A new battery pack was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number: (B)(6)) found the device was scrapped due to failing on bench testing but passing at plexus. The complaint was unverified and they weren't able to replicate the rm04 error code. There was an intermittent failure/elec. With the recharger antenna resulting in intermittent "no device found" or stuck on looking for a device. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) called to report battery heating up in patient's body, but rep doesn't feel that implant was heating up when he touched the area. Rep also mentioned the battery not holding a charge. Technical services(ts) suggested doing a blind test, to pretend to recharge and not let patient know, to see if patient is still reporting battery heating up. Rep said he'll see patient later this week. They later called back on the same day and said patient was able to recharge 60-70% in about a hour last week. The patient called back and reported they got the new controller but it was not taking a charge. A replacement ac power supply was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.